Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the right ureter during an ureteroscopy (urs) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon was leaking contrast. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak. Block h10: investigation result: the returned uromax ultra balloon was analyzed, and a visual evaluation noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was returned attached to an encore inflation unit. Functional evaluation was performed by applying positive pressure, and it was observed that the balloon was leaking due to a pinhole located at the proximal of the distal markerband. A visual and tactile examination revealed that there were no problems found on the shaft and the tip of the device. A visual examination was also performed to the markerbands, and no problems were observed. Additionally, both markerbands are in the correct position on the shaft of the device. No other problems with the device were noted. The reported event of balloon leak was confirmed. It is possible that the interaction between the balloon and ureteral stone could have caused the pinhole found in the balloon material. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the right ureter during an ureteroscopy (urs) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the balloon was leaking contrast. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event.